Manufacturer narrative:
Additional information has been requested. The device was reportedly implanted in (B)(6) 2015. This pe has been re-evaluated as part of a retrospective review. It was alleged that an implanted m6 device may have malfunctioned and patient pain was cited. In an abundance of caution this will be reported to the FDA. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that a patient had the m6 discs implanted outside the us and the patient was evaluated in the us as a result of increasing pain in the neck, shoulders and arm. It was also reported that the consulting surgeon is of the opinion that the m6-c devices have malfunctioned. The m6-c artificial cervical discs remain implanted.